Event description:
On (B)(6) 2013, the reporter stated that after placement of the device, there was blood leakage. They immediately removed the device which was slightly difficult to remove and saw that a part of the cannula was missing. After it was identified that a part of the cannula was missing, the clinician assumed that it remained within the pt's body. The presence of the broken part of the cannula was confirmed with a cat scan. On an unk date, the pt underwent surgery to remove the cannula piece.

Manufacturer narrative:
A sample has not been received and a root cause has not been determined. If a sample arrives for investigation, a supplemental will be completed and potential root cause will be determined.